Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had been covered in plastic before the pipe broke. A field service engineer (fse) confirmed with the customer that the station was in the affected area but did not come into direct contact with water; water was only present on the floor. The station had been relocated, powered on, and communicated properly. The fse inspected the electronics and drawer, no water was found internally or externally. The diagnostics confirmed all components and drawers functioned perfectly. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es machine sustained water damage. The customer stated that the malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Supplemental1 MDR 2016493-2025-82875 was submitted to recall MDR number 2016493-2025-82875 as determined to be there were no adverse events or injuries reported based on this event. Hence 2016493-2025-82875 was recalled and considered as non-reportable.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es machine sustained water damage. The customer stated that the malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.